Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: (B)(4) following attempted calibration of 30.8 lpm flow. This device was also in storage for ~18 months prior to this preventive maintenance. Tech support suggested mother board replacement after the alarm would not stop when entering test mode to re-attempt test step 6.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: tf5509 and tf9907 following attempted calibration of 30.8 lpm flow. This device was also in storage for ~18 months prior to this preventive maintenance. Tech support suggested mother board replacement after the alarm would not stop when entering test mode to re-attempt test step 6.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.